Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that oozing occurred during a sigmoidectomy although an end tone, indicating a completed seal cycle, was heard. This only occurred when the generator setting was at 2 bars. Sealing was completed at a setting of 3 bars. There was no pt injury.